Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the device was explanted due to an infection at the implant site. The device was explanted (date not reported) and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
Per patient's surgeon, the device was repositioned during surgery on (B)(6), 2010; not explanted as previously reported. This report is filed (B)(4), 2011. Implanted device remains.